Event description:
Customer reported that the cufflator needs calibration. When they try to release the pressure from the cuff, it does not rest at zero; instead it rest at 55. Also, the cufflator leaks. There was no pt incident or injury reported.

Manufacturer narrative:
Eval results: eval of the returned product revealed the release button works, but the needle pointer is a 36 and does not reset to zero. The needle moves up when the inflation bulb is squeezed, but the unit does not hold pressure. No readings could be taken due to the position of the needle. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is even dropped. (B)(4).